Event description:
It was reported that the cardiosave intra aortic balloon pump had helium loss in pump during autofill. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,b5 , b6 , b7, d9, d10, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions , health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the helium reservoir (0997-00-0565) would empty on 3 refills instead of the normal 7 refills. It was replaced and device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept received part number 0997000565 with a reported unit failure of helium loss during autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in the cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 000207d008 rev av.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had helium loss during autofill. There was no patient involvement reported.